Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient accidentally ripped off the infusion sets on (B)(6) 2026 after the tubing caught on the door frames causing the adhesive to be removed. The event occurred with about eight different sets over three boxes.